Manufacturer narrative:
Although the device did malfunction, there is no reported evidence that this event caused pt injury or any other negative health related outcome. This device is manufactured from materials considered to be insert and has been shown to be biocompatible with surrounding tissues. Therefore, it poses no known additional health risks to the pt. The fact that this device was reprocessed in no way made it more susceptible for an event like this to occur, as failures such as these do occur in brand new OEM devices. Prior to shipment to the customer, these devices are inspected under magnification for visual defects such as nicks, burs, bends, or any other abnormality that would make them prone to this type of failure. If a device does not meet the requirements of this inspection, it is immediately removed from circulation and discarded. These additional steps help to ensure that these devices are in proper working condition before they leave our facility.

Event description:
During an orthopedic procedure, a drill bit broke while inside the pt's bone. The tip of the drill bit was unable to be retrieved by the surgeon and therefore the bit was left in the bone.